Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. Telemetry issues were reported. It was noted that the last successful recharging session was 12 months ago. The patient had hip surgery in (B)(6) 2012 and turned the ins off. After this, the patient let the ins battery deplete and had not used it since. Several physician mode resets (pmr) were attempted but normal recharging could not be obtained. Additional information received reported that a successful pmr was not performed. It was noted the patient could not charge. It was further noted the ins would probably be replaced. It was later reported that a longevity calculation was performed. The patient was going to be revised on (b)(60 2013. It was noted that they would be removing a rechargeable device and implanting a primary cell device. Based on the settings provided the estimated battery life was 4.5 years. There were multiple attempts to bring the implantable neurostimulator (ins) out of overdischarge but it would not. Troubleshooting attempts were done around (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3550-p4, lot# n304669, implanted: (B)(6) 2011, product type: accessory; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-p4, lot# n304669, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the patient was doing great post replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. When analysis results are available a follow up report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient.